Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient was receiving a 24 hour bag of blincyto and when returning to the room, drops of fluid landed on the patient's arm. It was noted that the rigid plastic end of the filter was cracked where it connected to the tubing causing fluid to well up and leak. The line was disconnected and the bag returned to the pharmacy where it was re-primed with new tubing and filter with minimal loss of the drug. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak from a cracked connection was confirmed. Visual inspection showed that the connection between the male luer of the concomitant primary set and the female luer of the suspect extension set was bonded and could not be disconnected. Tool marks were observed on the female luer. Stress marks were observed on the male luer tip that could be a result from attempted disconnections. A crack was noted on the female luer of the extension set. Functional testing confirmed leaking from the crack. The root cause of the crack was identified as multiple possible contributing factors such as material degradation during the supplier process, manufacturing factors (solvent and over-torque) and possible excess force exerted by the user in trying to disconnect the 2 sets.